Event description:
Customer reported that the customer's insulin pump continuously tells him to check settings and customer is unable to get insulin. Customer further reported a motor error alarm on the insulin pump. Customer's current blood glucose reading is 111 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion and prime/a33 tests. Unit was received with stuck in the motor error alarm loop during bolus/basal delivery and e70 alarm confirmed in history life. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during out testing. Unit passed self test and no unexpected check settings alarm noted. No cosmetic damage noted.